Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted: (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low bipolar impedance which caused the polarity to switch to unipolar multiple times. Reprogramming was performed to switch the lead to unipolar. At the lead changeout, the lead exhibited a downward impedance trend which was believed to indicate an insulation breach. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.